Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch meter read inaccurately high compared to another device. The customer care advocate (cca) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation during the initial call. It is not specified when the alleged issue began. The reporter alleged the subject meter ¿showed higher results¿ compared with another device. Specific results were not provided. The patient manages her diabetes with protaphane insulin and actrapid insulin. It is not known if the patient made changes to her usual dose of medications at the time of the alleged issue. At an unknown date/ time, the reporter claimed the patient became ¿unconscious.¿ the patient was reportedly taken the emergency room (ER); however, treatment was not specified. It is not known how the patient regained consciousness. It would have been helpful to know what caused or contributed to the patient¿s reported symptom. Although unclear if related to the reported issue, the reporter also informed the cca the patient had fallen down the stairs, causing injury and resulting in surgery. The patient had stayed in the hospital for 6 weeks. At the time of troubleshooting, the cca was not able to walk the reporter through quality control testing. The patient no longer has her testing supplies and, currently, primarily tests with a competitor device. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.